Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5194638. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in was in the user's hands it came apart so that only the wings were still in their hands. No injury or medical intervention reported.